Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 bd vacutainer¿ sst" ii advance plus blood collection tubes had gel smearing. The following information was provided by the initial reporter: "gel smearing on tube and coating on analyzer probe customer recently started to use sstii tubes in addition to sst tubes as sst tubes stock has been limited. They noticed that there were issues with erroneous sodium results which coincided with the start of sstii usage. Upon further investigation, they found that the analyzer probe was coated in a gel residue. Randomly selected samples were observed to have incomplete gel separation and gel smearing on the side of the tube. As there is an ongoing pir at the customer site, the customer contacted us to lodge the incident. The customer is using a beckman coulter power processor and beckman system for the analyte testing."

Event description:
It was reported that 100 bd vacutainer® sst¿ ii advance plus blood collection tubes had gel smearing. The following information was provided by the initial reporter: "gel smearing on tube and coating on analyzer probe. Customer recently started to use sstii tubes in addition to sst tubes as sst tubes stock has been limited. They noticed that there were issues with erroneous sodium results which coincided with the start of sstii usage. Upon further investigation, they found that the analyzer probe was coated in a gel residue. Randomly selected samples were observed to have incomplete gel separation and gel smearing on the side of the tube. As there is an ongoing pir at the customer site, the customer contacted us to lodge the incident. The customer is using a beckman coulter power processor and beckman system for the analyte testing."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed indicating poor barrier separation. Additionally, (B)(4) retention samples from bd inventory were drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected with complete impervious gel barriers. No gel smearing was observed in the retained samples and in the photographs provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided, it was not confirmed for gel smearing. H3 other text : see h.10.